Event description:
It was reported that: the arterial was bent near the hub, this was noticed on opening. They have looked at how they store them and don't believe that is the issue.photo shows a kinked guidewire. This was identified prior to use on patient. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of swg kinked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the arterial was bent near the hub, this was noticed on opening. They have looked at how they store them and don't believe that is the issue. Photo shows a kinked guidewire. This was identified prior to use on patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).